Manufacturer narrative:
It was reported that the a power source was unable to connect to power port 2 and that the date and time could not be updated. The controller was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log files were not submitted or available for review. Failure analysis was not performed since the unit was not returned. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported connection issue on power port 2 can be attributed, but not limited to, connector damage and/or bent pins. A possible root cause of the inability to update the date and time stamp can be attributed, but not limited, to an intermittent connection, a serial module component failure and/or a software corruption. The controller, however, was not returned and logs were not available for analysis. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use of IFU: the hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that during routine update of settings it was unable to connect power supply to power port 2 on the controller. Also, time and date could not be updated, when attempted display said "unable to update." Elective controller exchange was performed. It was stated that there was no effect on patient. No additional information available.